Manufacturer narrative:
As reported, a 6/7f mynx control vascular closure device (vcd) failed, requiring manual pressure to be held and a small hematoma developed. Manual pressure was held for 20 minutes and extra on the hematoma. Proper technique was used for deployment, and the balloon inflated fully upon initial entry but when looking under x-ray prior to deployment it looked partially deflated. There was no reported patient injury. The procedure used a 6f non-cordis short sheath which was swapped for a 6x45cm non-cordis sheath and then to a 6f unknown sheath to be used for closure with the vcd. The procedure used retrograde access in the left femoral artery. Patient information was unknown. The device was used in a peripheral intervention procedure. The vcd was stored according to the instructions for use (IFU) in the proper area with proper temperature. The vcd was prepped correctly by a certified mynx user. The procedural sheaths used were a 6fr 10cm non-cordis sheath for diagnostic images which was switched to a 6x45cm non-cordis sheath for intervention. Vessel access was correct, with no calcium or stents present in artery. The product was not returned for analysis. The product history record (phr) review of lot f2300403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Access site hematomas are a common procedural complication and is listed in the product¿s instructions for use (IFU) as such. Hematomas are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the balloon loss of pressure reported. However, access site vessel characteristics and/or the condition of the procedural sheath may have contributed to the reported event since a calcified vessel and/or a frayed distal tip of the sheath can cause damage to the balloon. Additionally, the cause of the hematoma was likely subsequent to the removal of the mynx control device and manual compression; however, the contributing factors could not be determined. According to the mynx control instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) failed, requiring manual pressure to be held and a small hematoma developed. Manual pressure was held for 20 minutes and extra on the hematoma. Proper technique was used for deployment, and the balloon inflated fully upon initial entry but when looking under x-ray prior to deployment it looked partially deflated. There was no reported patient injury. The procedure used a 6f non-cordis short sheath which was swapped for a 6x45cm non-cordis sheath and then to a 6f unknown sheath to be used for closure with the vcd. The procedure used retrograde access in the left femoral artery. Patient information was unknown. The device was used in a peripheral intervention procedure. The vcd was stored according to IFU in the proper area with proper temperature. The vcd was prepped correctly by a certified mynx user. The procedural sheaths used were a 6fr 10cm non-cordis sheath for diagnostic images which was switched to a 6x45cm non-cordis sheath for intervention. Vessel access was correct, with no calcium or stents present in artery. The device is not being returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2300403 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.